Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that elevated blood glucose (bg) levels above 600mg/dl were experienced. The customer administered manual injections to address the bg level. System check with tandem technical support indicated pump was performing as intended. The customer declined to ensure that insulin was exiting the infusion set tubing. During a follow-up, the customer's bg level had decreased to 285mg/dl. The customer declined an additional follow-up to ensure the bg level continued to decrease.